Event description:
Device end user (consumer) purchased a dentek comfort fit. His wife woke him up because he was making choking noises in his sleep. He reported that he swallowed the dentek comfort fit nightguard, and the nightguard was trapped in his throat. The wife inserted her fingers down his throat. And with her finger nails was able to retrieve and extract the nightguard. The extraction (likely the wife's finger nails) caused abrasions in his throat. The following day he sought medical attention at a hospital to be sure there was no damage to his throat. He was treated and released.

Manufacturer narrative:
The device was not returned to the manufacturer, and consequently was not evaluable by the manufacturer for the root-cause of failure. Evaluation results codes and evaluation conclusion codes are based strictly on his call to the manufacturer following the adverse event. The dentek comfort-fit nightguard consists of two molar pads to prevent contact of maxillary and mandibular teeth and thereby alleviate nighttime bruxism. The two molar pads are connected to one another by a buccal strap which rests between the lower lip and the lower front teeth.